Event description:
This pt had a primary tka in 2002. They dislocated two months later; they claim due to their own stupidity; and was revised. A constrained liner was implanted. They dislocated again while sitting down pulling on their socks. They believes there was a defect in the metal locking ring; but did confirm that the internal rim of the polyethylene liner was fractured.